Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2023-03300. It was reported the patient experienced ineffective stimulation and x-rays indicated the leads were fractured. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.